Manufacturer narrative:
Complaint (B)(4) no samples were provided for evaluation. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). The complaint investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Customer states one of their clients in north carolina indicated they are seeing a trend of constant low (not necessarily critical value range) wbc and neutrophils on their cbc's over the last 6-ish weeks. When patients followed up with their primary care doctors shortly after receiving these results only to be told by their pcp's they were wnl (within normal limits). Update 16sep2025: customer advised no other cbc results are affected. They advised tubes were run on different instruments, ruling out instrument issues. They advised collection instructions were resent to confirm mas are following instructions and advised there are no concerns from the lab regarding fill volume. They further advised the client and the lab technical team believe we can rule out the tube concern.